Manufacturer narrative:
The impella device was not received from the customer as the customer reported it has been discarded. Therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that while inserting the impella, there was difficulty in obtaining ventricular access under fluoroscopy and transesophageal echocardiogram and a 6fr pig/advantage glide wire, 5fr straight taper glidecath/straight-stiff glidewire, and 5fr al-1/straight-stiff glidewire were attempted unsuccessfully. Ventricular access was successfully obtained using angled tapered glidecath and straight tip stiff glidewire which was then exchanged for 6fr pigtail for improved positioning in the left ventricle. Support was initiated, and the patient was sent back to the intensive care unit following the implant of impella 5.5. It was noted that the patient was hypertensive and there were occasional retrograde flow alarms. On the second day of support, the patient experienced a small ischemic stroke in the parietal lobe. The patient remained stable, and it was noted that the stroke resolved and the patient recovered. The patient was successfully bridged to a heart transplant, the impella was removed during transplant surgery.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: there was no product returned. Delivery: it was stated that there was difficulty getting lv access and it was eventually obtained by using an angled tapered guide catheter and straight tip wire. Due to lack of clinical details provided, the root cause of the delivery issue cannot fully be determined. Retrograde flow: on the 5th, it was stated that there were retrograde flow alarms. The data logs show the retrograde flow alarms were triggered at the beginning of the case but shortly resolved. The motor current was not pulsatile, with a slight variation in flows and ps at p-4. The motor current and flows were within specification. This alarm was said to be triggered as the patient became hypertensive. Due to lack of product returned, the root cause of the retrograde flow cannot be determined. Stroke: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1955452. Device history batch: subcomponent lot: n/a. Device history review: impella 595556a passed all post sterile inspection checks.